Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the site with an antibiotic solution before closure, using inappropriate tools, multiple tunneling attempts, and not using antibiotics pre-operatively have been ruled out as potential causes. However, the patient has a history of poor surgical healing, contributing to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has a history of poor surgical healing (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a persistent infection. A revision revision procedure was performed on (B)(6) 2023 to clear out the infection, replace the suture, and bury lead deeper to move it away from the healing infection. The infection persisted, antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing well and they are free of infection now.